Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: unknown, implanted: (B)(6) 2013 product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: unknown, ubd: 07-mar-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported the patient is unable to feel stimulation on their left side where they need it. An impedance check showed electrodes 11, 12, 15 > 10,000. The patient was reprogrammed around the electrodes and the left side coverage was obtained for now. However 8-15 lead is the lead that predominately gets the left side. The rep was unable to use 8/9/10 because the patient feels it in her ribs. Programmed on 13/14: 0-7 get the right side coverage. The issue was resolved at the time of the reported. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that there is no way for the rep to distinguish which lead is connected to which port. The cause of the loss of stimulation, high impedance and the patient feeling stimulation in there ribs is unknown. The rep programmed around the high impedance. The high impedances have not been resolved. No further patient symptoms or complications were reported in this event.